Event description:
Affiliate reported that the surgeon believed the device was blocked. As a result the device will be left in place and a new device will be implanted on the other side.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being reported to correct the alert date of the medwatch.

Event description:
The patient had hydrocephalus. On (B)(6) 2012, the patient did the ventricle-celiac diffluent procedure, used 823832 and 823072. But after procedure, the patient was found that the symptom was not improved, and the surgeon adjusted pressure of valve, but the symptom was still not improved. And surgeon considered the valve and catheter was plugged. Then the surgeon will do the procedure to implant new valve and catheter on the other side. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being reported to correct the alert date of the medwatch.